Manufacturer narrative:
Additional narrative:this is a duplicate report of 1818910-2014-34075. This report, 1818910-2014-35306 will be rejected. 1818910-2014-34075 will be kept for investigation purposes.

Event description:
Litigation alleges the patient suffers from elevated cobalt and chromium levels, popping, pain, discomfort, and mobility issues.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4)